Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ errors and unresolved motor stalls during a supply change and priming on an ilet system using contact detach 23 in 6 mm infusion sets and pump carts, despite successful dry-run testing and multiple troubleshooting attempts, consistent with a device motor stall. Outcomes included use of backup therapy and planned coordination with the care team for dosing. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the motor continued to stall after priming and rewinding with new supplies, and the issue persisted across attempts. It was concluded that the device exhibited a motor stall that prevented therapy delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.